Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel was broken ¿ below the scope socket, had a update switch, a lamp of 500 or more hours and software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, water damage on the evis exera iii xenon light source causing pink and black lines. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported water damage on the device. The DHR confirmed that the subject device was shipped in accordance with the specifications. The reported water damage was not confirmed during the investigation and a root cause for the reported event was not established. Olympus will continue to monitor field performance for this device.